Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 08/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: during investigation, a visual inspection of the pump showed that there were multiple cracks in the battery compartment. Unrelated to the complaint, investigation revealed that the battery cap threads were stripped; the cap was not able to secure tightly to the pump.

Manufacturer narrative:
Follow-up #2: date of submission 08/03/2015. Correction: also unrelated to the complaint, during investigation, the display was found to be dim with discolored text.